Event description:
Report received from (B)(6) stating that the device had a "heat" issue. The device was used during a surgical procedure. No if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition was confirmed. The pre-repair assessment noted there was an e6 error which is the error for overheated hand piece. If additional information is received a supplemental report will be submitted.